Manufacturer narrative:
Device unique identifier (UDI) #: (B)(4). Approximate age of device - 31 days. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2016 due to a concern for possible thrombus. The explanted pump will be returned for evaluation. No additional information was provided.

Manufacturer narrative:
The serial number of the device was not provided, therefore the expiration date, approximate age of device, manufacture date and device unique identifier (UDI) are unknown. No further information is available. Additional information has been requested, but has not been received. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported there was a concern for thrombus development based on episodic spikes in estimated pump flows and pump powers. A log file reviewed by the manufacturer's technical services representative revealed changes in the programmed set speed as well as power and flow fluctuations, many of which were associated with pulsatility index events. A ramp study was planned. Additional information was requested but not received.

Manufacturer narrative:
Device evaluation: the evaluation of the returned device confirmed the report of suspected pump thrombosis. A tissue-like deposition was present in the proximal side of the outlet stator surrounding the outlet bearing ball. The deposition lacked lamination and did not appear to have originated in this location. Its specific origin could not be determined. The deposition showed darker areas of potential denaturing, indicating that the deposition was likely present in the pump for an undetermined amount of time during pump operation. The observed deposition would have potentially caused increased resistance on the spinning rotor, resulting in the pump power elevations recorded in the submitted system controller log file. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was provided regarding the events leading up to pump exchange on (B)(6) 2016. It was reported that the patient was emergently implanted with a left ventricular assist device (lvad) on (B)(6) 2016 after experiencing ventricular tachycardia (vt). Following implant, it was reported that the patient went into an electrical storm with sustained episodes of vt on (B)(6) 2016 and returned to the operating room for an emergent right ventricular assist device (rvad) implant overnight. On (B)(6) 2016, a transesophageal echocardiogram reportedly showed a large amount of clot compressing the right atrium and shifting the right ventricle requiring a re-operation for evacuation. It was reported that the rvad was later decannulated on (B)(6) 2016. On (B)(6) 2016, the patient required resection of three sections of necrotic small bowel, totaling approximately 90 cm. On (B)(6) 2016, the patient underwent a cholecystectomy and bowel re-anastomosis.